Manufacturer narrative:
(B)(4). Conclusions: (supplier issue).

Event description:
Please note that this device is distributed outside the united states; however, it is similar to a product marketed in the united states. A physician attempted to implant a valiant xcelerant stent graft in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that the device was flushed and inserted over the guidewire into the patient. After positioning the device, the stent graft would not deploy. The physician noticed that the fast separation button on the delivery system was not separated. The physician made multiple attempts to deploy the stent graft, but was unsuccessful. The device was removed from the patient, and another device was retrieved to complete the case. The event resulted in no patient injuries. During evaluation of the returned device, the slider handle was rotated in an attempt to deploy the graft. Although the handle rotated easily without resistance, the graft cover was not moving. The delivery front grip, external slider and internal slider were removed to inspect the graft cover t-tube, which revealed that the bond between the graft cover and the t-tube was broken. The deployment difficulties complaint was confirmed. The root cause was determined to be related to a vendor supplied part where the over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off.